Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) after receiving an inappropriate shock due to oversensing. It was noted that the morphology was wide. A few days later the patient received another inappropriate shock due to the oversensing of wide morphology. Technical services (ts) discussed with the physician the use of a magnet until the device could be interrogated. The device and electrode remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) after receiving an inappropriate shock due to oversensing. It was noted that the morphology was wide. A few days later the patient received another inappropriate shock due to the oversensing of wide morphology. Technical services (ts) discussed with the physician the use of a magnet until the device could be interrogated. The device and electrode remain in service. No adverse patient effects were reported. Additional information was received that the electrode along with the s-ICD was explanted and replaced with a transvenous device system. The new electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) after receiving an inappropriate shock due to oversensing. It was noted that the morphology was wide. A few days later the patient received another inappropriate shock due to the oversensing of wide morphology. Technical services (ts) discussed with the physician the use of a magnet until the device could be interrogated. The device and electrode remain in service. No adverse patient effects were reported. Additional information was received that the electrode along with the s-ICD was explanted and replaced with a transvenous device system. The new electrode remains in service. No additional adverse patient effects were reported.